Event description:
An endurant stent graft system was implanted in a patient for the emergent endovascular treatment of a greater than 6 cm in diameter abdominal aortic bi-lobe aneurysm. The patient presented symptomatically and was not a good candidate for an open repair. Vessel morphology was reported as the aortic neck was severely angulated, 90 degree, severely calcified iliac arteries, severely diseased access vessels, and narrowing in the native 8 cm distal to the renal arteries. The physician performed a balloon angioplasty bilaterally in the native iliac arteries prior to stent graft implantation (with a separate balloon dilation of each iliac with an 8mm balloon). It was determined that the left iliac artery was better than the right iliac artery to advance the bifurcated device. The device was advanced to the intended landing zone with severe difficulties. The stent graft was deployed down to the contralateral gate, the suprarenal stents were being deploy slightly above the renal arteries due to the angulation of the aortic neck, and was pulled down to intended landing zone with difficulty. The bifurcated stent graft could not be cannulated from below due to the narrowing in the bi-lobe aorta area. The physician completely deployed the bifurcated stent graft in order to (attempt going up and over with a wire to gain gate access) insert a wire for snaring of the contralateral limb. The physician attempted to advance the spindle above the suprarenal struts in order to capture the nose cone; however, there was severe resistance, even after spinning the delivery system, pre the IFU. It was noticed on fluoroscopy that two of the suprarenal struts were entangled with the delivery catheter right below the spindle. The physician attempted to advance and rotate the delivery catheter proximally; however, the delivery system was unable to be advanced or removed from the patient. The physician inserted a wire (from the brachial artery through the gate and down to the right iliac artery, after snaring it). A coda balloon was introduced through the right iliac and brought up to the neck of the device. The balloon was inflated in the neck, but the graft was not opening fully; through a brachial approach, to catch the coda balloon that was advanced from the contralateral groin. The physician ballooned infrarenal aortic neck of the stent graft, intending to untangle the suprarenal struts; however, this was unsuccessful. That aortic body of the stent graft never appeared to be completely open/deployed correctly due to the aortic neck anatomy. The physician elected to convert the patient to an open repair due to the inability to remove the delivery catheter and all the torquing of the delivery system appeared to affect the flow to the left renal artery. The physician performed a midline incision exposing the aorta; the coda balloon at the level of the sma was inflated to occlude blood flow. The patient became unstable and had no heart rate, during the balloon inflation, CPR was initiated, the cause of the drop in blood pressure/heart rate is unknown. An angiogram was performed and there were no areas of extravasation, or rupture of the aneurysm. The physician believes that the patient may have had a massive mi during the open surgical repair and expired.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (death, positioning difficulties); patient's condition affected effectiveness of device (anatomy related: aortic neck severely angulated (90 degree), severely calcified iliac arteries, severely diseased access vessels, and distal narrowing of the bi-lobe aneurysm); incorrect technique/procedure (treatment of an aortic neck greater than 90 degree). Conclusion: device failure/lack of effectiveness related to patient condition (anatomy related: aortic neck severely angulated (90 degree), severely calcified iliac arteries, severely diseased access vessels, and distal narrowing of the bi-lobe aneurysm); operational context contributed to event (treatment of an aortic neck greater than 90 degrees).